Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and no visible defects, damage, or contamination were found. The component was installed in a known good unit and was powered on in user mode, where it would auto cycle and alarm transducer fault. Calibrations were performed as described in the ventilator systems service manual and were successfully calibrated and immediately after the odv was measured, the calibration was re-performed and transducer failed. The reported complaint was confirmed in the event log and duplicated during functional testing. The pt802 transducer has failed. The main printed circuit board assembly (pcba) for the vela will be put on hold. Reference CAPA: ca-2017-0206. The parts will be replaced under warranty. An order was placed and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having an alarm xdcr/transducer fault while connected to a patient. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file shows that an xdcr fault occurred, performed xdcr tests and all passed. Calibration of the exhal diff press failed at 0 cmh2o. The parts will be replaced under warranty. No root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.